Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response episodes due to far field or t wave oversensing. All recorded episodes were of less than one minute, and no patient symptoms were reported by hcp. Automatic pace threshold test episodes stored in configured collection period were successful. The pacemaker remains in service at this time. No adverse patient effects were reported.